Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 5 atms on the second inflation. (The initial inflation was to 6 atms.) The lesion being treated was a 100% stenotic lesion in a minimally tortuous mid lad coronary artery. The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with a maverick2 monorail 15/2.5 balloon to succesfully complete the procedure. It is noted that resistance was met during insertion and removal of the maverick2 monorail balloon catheter. No patient injuries or complications were reported. Patient status is reported as 'good'.